Event description:
Anspach service and repair reported: facility noted that the small battery ii drains with hand piece, and has been tested with many batteries. Handpiece also gets hot. Facility later confirmed that during an unknown surgery for fracture it was discovered that the small battery drive ii was getting hot. There was no delay in the procedure. There was no patient injury and the procedure was completed by using the same device. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4).